Event description:
The strata valve, set at level 1.0, was connected in series to another manufacturer's valve, because the flow had become exaggerated. The shanto system was set using this other valve. The pressure level was lowered to 0.5 when the flow became too low, with expansion of a cerebral ventricle. There was no improvement, so both valves were removed and replaced.